Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine drive board and the cine bridge board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system would not fully boot up. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.